Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and it would not boot up in regular or service mode and f7 fault code was also observed. The fse replaced the front end board and performed 30psi calibration. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The full name of the initial reporter should read (B)(6), but the first name was abbreviated due to the contents exceeding character limit.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) shut off and was unable to boot up. No patient injury or adverse event was reported.